Event description:
A health professional (nurse) called to report that she had a customer in her office and customer had high blood glucose. Also stated that the pump's driver arms were broken and they were hard to lift. High blood glucose was treated with manual injections.